Event description:
It was reported that the ventilator failed the flow transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The oxygen gas module was installed in a reference system for simulated-use testing. The pre-use checks tests failed the flow transducer sub-test, as well as several other sub-tests. That confirmed the reported failure description. The conclusion of our investigation is, that the failures were caused by a broken inspiratory solenoid. The solenoid was unable to close the valve in its resting position, due to a bent feather spring on top of the solenoid. The inspiratory solenoid is part of the gas module, and a part of the valve that regulates the inspiratory gas flow to the patient. The root cause for why or how the inspiratory solenoids' feather spring became bent has not been determined from this investigation.

Event description:
(B)(4).